Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 13:18:35. During night drain cycle five, the patient's ultrafiltration reading was 1396ml, indicating the home patient drained 1396ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in april 2014. The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A device history review was performed. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.